Manufacturer narrative:
This report is for an unknown washer/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a procedure for fixation of bilateral sacral fracture. A previous surgical intervention for osteosynthesis of hip fracture was performed, utilizing a dps sacral bar implant with nuts and washers. Postoperatively, there was an implant loosening. Reoperation was due to secondary dislocation of the osteosynthesis material after a fall. Patient outcome is unknown. No further information is available. This report is for one (1) unknown washers. This is report 3 of 3 for (B)(4).